Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system gradually rose from approximately 70 ohms in (B)(6) 2021 to a recent value of 120 ohms (still within normal limits). Technical service (ts) reviewed the device data and determined that the ICD also recently alerted for high out-of-range shock impedance. Ts recommended additional troubleshooting to evaluate lead integrity. The right ventricular lead remains in service and no adverse patient effects were reported.